Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 (additional information received on (B)(6) 2014 and both the information processed together with clock start date as (B)(6) 2014) from a pharmacist. This case concerns a (B)(6) years old female patient who had muscle around her knee area had swollen, stiff around the area in the muscle and joint, she can no longer bend it, walking has become more and more difficult/ not managing to drive or climb stairs, anaphylactic reaction, leg getting larger and larger, backache, pain and phlegmy chest while receiving treatment with synvisc. It was reported that synvisc used for cartilage damage in her knee (off label use) and synvisc 3 vials given on (B)(6) 2014 (device misuse). No medical history, concomitant medication or concurrent condition was reported. It was reported that the patient had synvisc before with no problems and was allergic to egg protein. On (B)(6) 2014, the patient received treatment with synvisc injection, 3 vials (device misuse) once (dose, route, batch/ lot number and expiration date: not provided) into an unspecified knee for cartilage damage in her knee (off label use). On (B)(6) 2014, the patient felt that she was getting cold, the muscle around the knee area had swollen, become stiff around the area in the muscle and joint. This was reported to have gotten worse over the past week. The patient's walking had become more and more difficult. On (B)(6) 2014, the patient has swelling, ankle oedema, back pain/ back ache, diarrhoea and phlegmy chest. On (B)(6) 2014, the patient's knee was still very swollen and could no longer bend it. The same day, the patient went to emergency room and got cortisone and antihistamines. It was reported that the patient was prescribed some anti-inflammatories by specialist physician and although they adversely affected her (made her nauseous), the patient had taken them in an attempt to relieve her position. It was reported that there was no improvement, her knee area continued to worsen and the patient was not managing to drive or climb stairs. The patient was also experiencing dizziness and her leg was getting larger and larger but was not red or hot to the touch. The patient was in pain and could not walk properly and was limping. It was reported that the patient was relatively allergic in general and was very concerned about the side effects experienced. It was further reported that the formula of the product had been changed and hence the patient had a reaction. It was reported the patient's back pain was less, there was no more diarrhoea, ankle oedema, and chest was better. On an unknown date, the patient called the physician who said that the patient was having an anaphylactic reaction. Outcome: recovering/ resolving: muscle around her knee area had swollen, leg getting larger and larger, stiff around the area in the muscle and joint, she can no longer bend it, walking has become more and more difficult/ not managing to drive or climb stairs, anaphylactic reaction, backache, pain, phlegmy chest seriousness criteria: hospitalization or prolongation for muscle around her knee area had swollen, leg getting larger and larger, stiff around the area in the muscle and joint, she can no longer bend it, walking has become more and more difficult/ not managing to drive or climb stairs, backache, pain important medical event (ime): anaphylactic reaction required intervention (steroid administered): muscle around her knee area had swollen, stiff around the area in the muscle and joint, leg getting larger and larger, she can no longer bend it, walking has become more and more difficult/ not managing to drive or climb stairs, backache, pain.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the patient could no longer bend it, leg getting larger and larger, walking has become more and more difficult/ not managing to drive or climb stairs, anaphylactic reaction, pain and backache after receiving treatment with synvisc. Although, the role of the suspect synvisc cannot be excluded based on the drug event temporal relationship; however the event of backache is highly unlikely related with the suspect. Although, information regarding the underlying medical history, concomitant medications is needed for better case assessment.